Manufacturer narrative:
Additional info has been requested. Subject device has not been explanted. Synthes is unable to provide the date of MFR as no product was returned and no lot number was provided. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no lot number was provided. Without a lot number, a device history records review could not be requested.

Event description:
Pt status post distal humerus orif returned to surgeon for a follow up visit. An x-ray showed one of two screws implanted was broken. Surgeon will not be removing the broken screws.